Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 5mm to occlude the vessel. The physician inserted the stent and placed the stent. The physician advanced the kaneka "thrombuster" aspiration catheter and the occlusion balloon deflated unexpectedly. The physician attempted to aspirate the vessel but was unsuccessful. The pt is reported to be fine.